Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the pre discharge check a lead safety switch (lss) was noted to have occurred overnight for the pacemaker and right atrial (ra) lead due to impedance measurement of 2789. There was also myopotential oversensing of noise stored due to the lss changing the polarity to unipolar. It was noted that during the implant procedure the ra lead impedance was 1700 to 1800 ohms and the patient was in atrial fibrillation (af). During the pre-discharge check the patient was no longer in af and the impedance measurement was 1300 ohms for he ra lead with all other measurements within range. Subsequently the physician has opted to continue to monitor the patient. The ra lead and pacemaker remain in service and no adverse patient effects were reported.